Event description:
Information received by medtronic indicated that the customer reported that piston does not move out of place when contacted with reservoir during the rewind process. It was reported that the customer had experienced hyperglycemia with a blood glucose value of 600 mg/dl and had been treated in an emergency room. Troubleshooting was performed and the customer was unable to exit the reservoir preparation cycle. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged drive motor anomaly, rewind anomaly and visit to emergency room for high bgs found on 16-sep-2023 (per ss event date). However, the customer's note stated that the pump was returned for an alleged drive motor anomaly, rewind anomaly and visit to emergency room for high bgs found on (B)(6) 2023. The pump passed the self test, active current measurement and sleep current measurement. Unable to verify drive motor anomaly and perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 16-sep-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date 16-sep-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 40.075 dailytotalofbasalinsulindelivered = 22.275 dailytotalofbolusinsulindelivered = 17.8 (B)(6) 2023 02:25:50.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.9 bolusamountdelivered = 2.9 (B)(6) 2023 11:13:04.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.3 bolusamountdelivered = 5.3 (B)(6) 2023 13:15:28.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.6 bolusamountdelivered = 9.6 in further full review of the pump history/traces on the customer's event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered = 72.25 dailytotalofbasalinsulindelivered = 23.95 dailytotalofbolusinsulindelivered = 48.3 (B)(6) 2023 05:01:58.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.5 bolusamountdelivered = 3.5 (B)(6) 2023 06:09:16.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.9 bolusamountdelivered = 6.9 (B)(6) 2023 08:44:26.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.4 bolusamountdelivered = 6.4 (B)(6) 2023 18:57:34.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.2 bolusamountdelivered = 6.2 (B)(6) 2023 20:59:24.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.7 bolusamountdelivered = 9.7 (B)(6) 2023 22:16:24.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.9 bolusamountdelivered = 9.9 (B)(6) 2023 22:45:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.7 bolusamountdelivered = 5.7 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the customer's event date (B)(6) 2023 and ss event date 16-sep-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 07:15:00.000 (B)(6) 2023 07:25:00.000 (B)(6) 2023 02:19:00.000 (B)(6) 2023 02:29:00.000 (B)(6) 2023 16:40:00.000 (B)(6) 2023 18:34:00.000 (B)(6) 2023 18:44:00.000 (B)(6) 2023 19:20:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 16:59:00.000 sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 06:11:13.000 sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 00:04:01.000 (B)(6) 2023 00:14:00.000 the pump was programmed with a test guardian link (2) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 00:49:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 15:14:11.000 (B)(6) 2023 18:44:44.000 (B)(6) 2023 21:52:23.000 (B)(6) 2023 22:02:46.000 (B)(6) 2023 22:40:40.000 (B)(6) /2023 22:50:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:51:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:08:45.000 (B)(6) 2023 22:51:17.000 (B)(6) 2023 22:51:28.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:51:03.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 1:36:00 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and replace battery now alarm. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, replace battery now alarm, power loss alarm and pump error 23 alarm noted during testing. Pump error 38 alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:15:18.000 (B)(6) 2023 14:15:51.000 (B)(6) 2023 14:17:43.000 no pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. The pump was cut open to perform visual inspection and found a corroded motor home switch. Slight corrosion was also found on the pcba 1. No corrosion or moisture damage found on the pcba 2, force sensor and vibrator assembly noted. A test motor was used and continued rewind test. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. No unexpected/constant pump error 38 alarm during the rewind test. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to verify drive motor anomaly and complete the functional testing (perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat) due to a constant pump error 38 alarm during the rewind test. Rewind anomaly and pump error 38 alarm during the rewind test were confirmed due to a corroded motor home switch. During visual inspection, slight corrosion was also found on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.